Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the reported issue; however, replaced the e-100 generator for customer satisfaction. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the e-100 generator to perform failure analysis (fa). Fa was not able to reproduce the customer reported complaint. This unit was installed into the test system, and it worked fine with a vessel seal instrument installed. Fa used vessel sealer extend instrument with a saline dipped gauze in the jaws and fired the yellow pedal/sync activations cut/seal about 100 times and e-100 generator worked fine and normal without any issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-100 generator was not working properly. The generator did not have sufficient energy from the vessel sealer extend (vse) instrument. The staff had tried to power cycle the e-100 generator with no change prior to calling for support with no change. At the time of the call the staff were proceeding using the erbe generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically using the erbe generator. The system functionality was checked upon powering on. The system initially powered on without error.